Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an alarm for a loose drive support cap that occurred during the prime. The blood glucose reading was 181 mg/dl. She stated that the insulin pump had not been dropped or bumped but that the drive support cap was sticking out. She had not pressed on the cap while she was connected. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, broken reservoir tube lip and a stained end cap sticker.